Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Upon visual inspection of the autopulse platform, no physical damage was observed. The archive data indicated several ua07 around the reported event date, thus confirming the reported complaint. Also unrelated to the reported complaint, the archive data showed occurrences of multiple user advisory 02 - compression tracking error messages recorded around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the functional testing with no error or fault. The load cell characterization test confirmed that both cell modules function within the specification. The customer reported ua07 error was not reproduced. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message on first and fourth compressions. The customer tested the autopulse platform on a manikin, and it also displayed ua07 message on first compression. Per reporter, manual CPR was performed during the event. No consequences or impact to the patient.